Manufacturer narrative:
The reported complaints of tcmid:06 (ce post failure) error messages on the thermogard xp ivtm system ((B)(4)) was confirmed during functional test and archive data review. It was determined that the root cause of error tcmid:06 was due to defective cooling engine heater. To remedy the issue, the thermogard console's heater was replaced. The ap platform was tested and as expected, it passed all functional tests and ready for therapy use. No physical damaged observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in october 2012. The device has been operating for nearly 6 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on. During archive data review, error message tcmid:06 (ce post failure) was identified on the date when the issue occurred. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system ((B)(4)) alarmed and displayed tcmid:06 (ce post failure) error message. Customer used another thermogard xp ivtm system to continue with the therapy. No known patient consequence reported.